Manufacturer narrative:
The device was returned for analysis. There was no visual abnormalities in the device. There was saline in the distal basket. Deflection of the catheter was not out of plane. The catheter was able to go back to its original neutral position.

Event description:
It was reported that the catheter was stuck in a deflected position. During a redo vein isolation ablation procedure for atrial fibrillation, after withdrawal of the orion catheter from the patient and after the first map was created, it was discovered that the catheter head could not be straightened, and remained in a deflected position. The procedure was successfully completed, and no serious injury or adverse patient effects occurred.

Event description:
It was reported that the catheter was stuck in a deflected position. During a redo vein isolation ablation procedure for atrial fibrillation, after withdrawal of the orion catheter from the patient and after the first map was created, it was discovered that the catheter head could not be straightened, and remained in a deflected position. The procedure was successfully completed, and no serious injury or adverse patient effects occurred.